Event description:
Caller reported a cgm error 42, but there was no adverse impact to the customer's blood glucose level. Customer service provided complete pump reset information and guided the caller through the process. After resetting, the pump did not display the cgm error code again, and the caller successfully started their sensor session.